Event description:
It was reported the programmer takes over 10 minutes to boot up. No patient involvement or complications were reported as a result of this event. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm or reproduce long boot time, analysis found data corruption in two drives. It was also noted that the device did not have a keyboard or slide cover, keyboard hinges were broken. (B)(4): analysis found that the rf head would not interrogate devices, the cable was found to be out of specification.